Event description:
The deflection did not work even after using different batteries. Another dissector was used to complete the procedure. Product had patient contact but no patient harm. Manufacturer response for sonicision ultra sealer, (brand not provided) (per site reporter): failed product to be picked up by the rep.